Event description:
Matrix. Lumbar fusion at l4, l4, and s1. Surgeon was placing a pedicle screw with the holding sleeve and threads at the tip sheered off and the holding sleeve came out of the screw. All broken fragments were retrieved. Surgeon used another screwdriver to complete the procedure with no further problems and no harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. The device history record revealed all component parts were made to the correct material requirements, and met the hardness and required specifications. There were no nonconformances, or complaint-related issues with this lot. Product development evaluation revealed the condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. Placeholder.